Manufacturer narrative:
The insulin pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted during testing. No cosmetic damage noted during test. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to allergy to a cannula. The customer also reported that they she received no delivery alarms. The customer's blood glucose was 397 mg/dl at the time of the incident. The customer stated that she tried different cannula lengths. The customer stated that the insulin was not expired. The customer stated that the tubing was not bent. The customer declined to continue troubleshooting. The customer stated that she tried all the remedies. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.